Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3057, serial# unknown, product type: screening device. Product ID: 3537, serial# unknown, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient with an external neurostimulator (ens) for a basic evaluation. The patient tried to turn their stimulation on but could not get it past 3.5 volts without the controller shutting off. Troubleshooting was explained to the patient and they stated that they would give it a try later. The patient also mentioned that they are on a medication for their bladder. It was unknown if the issue was resolved. Additional information was received from a patient on (B)(6) 2017. The patient stated that their device stopped working on (B)(6) 2017. They could not increase the stimulation, only decrease it. They have not felt stimulation since (B)(6) 2017. Their device has shut down on them so they are seeing their healthcare professional (hcp) later today. Additional information was received from a patient on (B)(6) 2017. The patient stated that their device was not working properly. The device has one lead that is not working at all and the other side works on and off. Their leads would be removed on (B)(6) 2017 and they would then start another trial. The issue was not resolved at the time of the report but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.